Event description:
It was reported that a malfunction occurred with the customer's pump, and no notable events were reported prior to the issue. There was no adverse impact to the customer's blood glucose level, and the level did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.